Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, nothing unusual occurred with the stapler or reload during procedure however, the patient returned to the operating room a day after laparoscopic roux-in-y due to hemorrhagic shock with clots obstructing the excluded stomach (biliopancreatic loop and alimentary loop). The blood clots were removed from the abdominal cavity and left the patient with temporary ileostomy. The patient received 10 units of packed red blood cells. The patient remained in the intensive care unit because the patient has not had a working bowel since then with no forecast of discharge.